Event description:
Per the clinic, the patient reported pain and headaches without stimulation. It was also reported that the implant site was sensitive to touch. Reprogramming attempts were made; however, the issue could not be resolved. The patient reportedly had discontinued use of the device (date not reported). The device was explanted (B)(6) 2013, the patient will not be reimplanted with a new device.

Manufacturer narrative:
This report is filed december 10, 2013.

Manufacturer narrative:
(B)(4).